Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that the surgeon attached the inserter to the size 2 stemless broach and went to back the broach out and the handle kept coming loose after further looking at the handle it was discovered that the handle had come apart. One small part from the top of the handle fell on the floor and the other parts of the handle were set on the back table. Surgeon still needed to remove the size 2 broach so he used the cage extraction instrument from the ergo anatomic tray. He attached it to the broach along with a small slap hammer and back the broach out which came out. He then proceeded to put in the final implant and run it though a range of motion. Then he repaired the sub scap and closed. Patient was last known to be in stable condition following the event. No part off pieces fell into the wound site. No images or x-rays available. Device was returned.